Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient stated that they need an MRI and their neurologist wants to know if they can have an MRI. Patient reported that they cannot remember the doctor that implanted them and wondered if patient services had that on file. Agent reviewed the patients MRI eligibility and shared who patient services had on file for their implanting doctor. Patient stated that their current implant won't charge and they don't know if it's the system or if it their physical implant. Agent reviewed eos with patient and their implant date; agent added that their MRI eligibility may be different due to their implant being dead for some time now. Patient inquired about how to find or get in contact with a surgeon or doctor to potentially replace their implant for them. Agent sent a physicians listing to the patient and reviewed what a physicians listing was. When asked for an event date; patient mentioned their implant stopped working and being able to be charged in december of 2018. Agent documented the reported events.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the healthcare professional (hcp). Hcp reported that the cause of the implant not charging was due to the end of the battery life and a replacement was done on (B)(6) 2024. The issue has been resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that when asked about what led to them not being able to charge, they just stated that it stopped charging. They were scheduled to have their device replaced on (B)(6) 2024.